Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ceramax liner 58 mm cracked upon impaction. Pieces were removed. Surgeon noticed damage to cup. Removed screws and cup. Replaced with larger cup and screws. Doe- (B)(6) 2018.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Visual examination of the photograph provided confirmed the reported event. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot :8802328. 11 parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.